Manufacturer narrative:
G4: this report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported a false negative result with the binaxnow strep pneumoniae 22t assay performed on (B)(6) 2025 on an unknown sample type. Confirmation tests of a pcr and a culture were performed and returned positive results. No additional information, including patient information, treatment, or outcome, were provided.

Event description:
The customer reported a false negative result with the binaxnow strep pneumoniae 22t assay performed on (B)(6) 2025, on an unknown sample type. Confirmation tests of a pcr and a culture were performed and returned positive results. No additional information, including patient information, treatment, or outcome, were provided.

Manufacturer narrative:
G4: this report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 883463 with internal positive quality control samples and negative quality control samples. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 710-100 / lot 883463 and device part number 710-430r/ lot 870004. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 883463 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.